Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the clip delivery system gripper arms were not responding to the gripper lever during device preparation. It was reported that during preparation of the clip delivery system, the gripper lever was pulled back to expose the blue line; however, the gripper arms were not responding to gripper lever application. There was no patient involvement. The device was set aside and was not used in the anatomy. No additional information was provided regarding this device issue.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue was confirmed during returned device analysis due to observed gripper line break. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and it was determined that the reported difficult gripper actuation was a result of the gripper line break; however, a definitive cause for the gripper line break could not be determined. The observed gripper line slack observed during returned device analysis appears to be related to user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.